Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber fractured. After replacing it, the procedure continued successfully without any patient complications.